Event description:
Cook was notified that a cook coda balloon ruptured during an fenestrated endovascular aortic repair (fevar). Detailed operative reports and information related to the procedure were provided for the event. The following is a summary of the information related to the event. The patient underwent a fevar procedure on (B)(6) 2024. Cook devices and non cook devices were placed. A cook coda balloon catheter ruptured during the procedure. Another cook coda balloon catheter was advanced through the right groin, and balloon angioplasty of the entire cook fenestrated device was performed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 20sep2024. The syringe size used to inflate the device was reported to be "32." The volume the balloon was inflated to was reported to be "20-30." The customer does not recall where in the graft the balloon was inflated. There was no angulation of the vessel where the balloon was inflated. There was vessel calcification and tortuosity in the area where the balloon ruptured. The customer does not recall where on the catheter the balloon ruptured.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation cook was notified that a cook coda balloon ruptured during a fenestrated endovascular aortic repair (fevar). It was reported that during the procedure the coda balloon did not perform as intended. This was further specified as a balloon rupture. A "32" syringe was used to inflate the device. The balloon inflation volume was "20-30." The physician does not recall where in the graft the balloon was inflated. There was no angulation of the vessel where the balloon was inflated. The physician does not recall where on the catheter the balloon ruptured. There was vessel calcification and tortuosity in the area where the balloon ruptured. Another coda balloon catheter was used to complete the procedure. The physician reported in the procedural report that the patient tolerated the procedure well and was extubated and noted to be moving all four extremities, neurologically intact. There were no adverse events reported. On 17may2024, pre-procedure imaging (computed tomography scan) was completed. The proximal sealing zone was described as parallel. There was no calcification or occlusive disease in the left and right common iliac artery, the left and right external iliac artery, or the left and right femoral arteries. There was no tortuosity of the left and right iliac arteries. On 20aug2024, the patient received the following cook devices: zfen+ device (gpn- g58046), rpn: zfen+28-143-ci, universal distal body (gpn- g59013), rpn: unibody2-24-81-ci, left iliac leg graft gpn (g55231), rpn: zsle-13-56-zt, right iliac leg graft: (gpn- g55237), rpn- zsle-16-56-zt. And the following cook ancillary devices were used during the procedure: wire guide (g01253), thscf-35-260-1.5-rosen, wire guide (g01253), thscf-35-260-1.5-rosen, wire guide (g01253), thscf-35-260-1.5-rosen, wire guide (g45208), tscmg-35-260-lesdc, wire guide (g45208), tscmg-35-260-lesdc, diagnostic visceral catheter (g47308), n5.0-35-100-p-10s-pig-csc-20-01, introducer/set (g48004), mpis-401-10.0-sc-nt-u-sst, coda balloon catheter (g03831) coda-2-9.0-35-120-32, coda balloon catheter (g03831) coda-2-9.0-35-120-32. The patient also received devices from another manufacturer. The location of the most proximal extent of aneurysm was within 15 mm distal to the lowest renal arteries. There was a suitable proximal seal zone with appropriate length and diameter. It was free from prohibitive occlusive disease, calcification, or thrombus. There was a suitable distal seal zone(s) with appropriate length and diameter. The distal sealing zone was the iliac arteries. The targeted visceral vessels were appropriate length and diameter for bridging stent placement. The arterial tortuosity, calcification, and diameter was conducive to placement of an endovascular delivery system. The patient had a history of: congestive obstructive pulmonary disease (copd), hypertension, and past tobacco or nicotine use (quit approximately 2 years ago), asa 4, previous cholecystectomy and tubal ligation. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, were conducted during the investigation. The complaint device was not returned to cook for investigation. However, medical imaging was provided and reviewed by an expert image reviewer. The imaging demonstrates a right cfa inserted sheath consistent with a 16f sheath. The sheath contained the right and left ra, the sma, and the ca wires. These would have been present during coda balloon insertion. The sheath wire braid was normal. The report of a ruptured balloon was not able to be confirmed because imaging of the event (balloon rupture) was not provided for the investigation. However, the imaging and report provide a probable cause for balloon rupture. According to the operative note, the coda balloon was advanced through the right 16f sheath. The imaging confirms that it was inserted along the four visceral artery guidewires. The balloon was likely damaged as it was advanced alongside these guidewires. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot recorded three nonconformances that were scrapped prior to further processing. A complaint history search did not identify any other events associated with the reported device lot. Cook also reviewed product labeling. The device was packaged with IFU t_codalp_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: o damage to vessel wall and/or vessel rupture. O rupture of balloon. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 40 mm balloon catheter should not be used in vessels less the 24 mm diameter. Balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. Maximum inflation volumes catheter size max. Volume coda-2-10.0-35-120-40 40 cc coda-2-9.0-35-100-32 30 cc coda-2-9.0-35-120-32 30 cc balloon introduction and inflation ¿ caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. ¿ if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. Evidence provided by the complaint facility, device history record, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided and the results of the investigation, cook could not establish a definitive cause for the reported failure. It is likely patient anatomy and/or medical procedure contributed to this incident. The customer reported there was vessel calcification and tortuosity in the area where the balloon ruptured. In addition, the image reviewer stated, ¿the complaint is not confirmed because imaging of the event was not provided. The imaging and report provide a probable cause for balloon rupture. According to the operative note, the coda balloon was advanced through the right 16f sheath. The imaging confirms that it was inserted along the four visceral artery guidewires. The balloon was likely damaged as it was advanced alongside these guidewires.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.